Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead required external defibrillation as the device was not able to provide appropriate therapy. Upon interrogation of the device; an error code '1004' was noted. This error code is indicative of a shock into a shorted lead. A memory download was performed and reviewed by a boston scientific engineer. The review of the memory revealed that the device attempted a 41j shock, however, never recorded the outcome. This was due to the device shocking into a shorted lead. The shock into the shorted lead triggered a hardware reset, terminating the recording of the episode and electrogram (egm) before the firmware could update the attempt data. This shock also damaged the device and it should be considered compromised. Typically a shorted lead will result in the opening of a fuse which will prevent subsequent high voltage charging. This can be evaluated easily initiating a manual capacitor reform. If the fuse is blown, the charge will timeout. Subsequently, a capacitor reform was performed and the result was an error message '1007'. The code 1007 corresponds to a charge time having exceeded the limit. Therefore, the patient should be scheduled for immediate device replacement as the device is not able to provide therapy. A revision was performed; the device and lead were removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific, the device and lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
The complete lead was returned to our post market quality assurance laboratory, severed in two segments 11.5 cm from the is-1 terminal pin. An extracting stylet was stuck in the distal segment. Resistance testing was completed to assess the lead's electrical performance; measurements throughout these tests were within normal limits. An x-ray was performed and confirmed there were no fractured conductor coils in the lead segments. Visual inspection revealed insulation abrasion that was through to the rate/sense conductor coil, where arcing damage and melted metal were located approximately 6-7 cm from is-1 terminal pin. Due to location and type of damage, the abrasion was most likely caused by lead-on-can contact.

Event description:
Subsequent information states the patient remained in generally good health post-system explant, with a competitor system successfully implanted. However, seven days after the system replacement, the patient passed away. Reportedly the patient went into a ventricular fibrillation (vf) rate, which was successfully converted with a device shock, only to return to a ventricular tachycardia (vt) rate. The patient expired from cardiogenic shock. The physician reported that the patient's death was caused by severe heart failure and that there was no connection to the initial issue that caused the revision procedure. During the seven days between the revision and the date of death, the patient's condition was reported as ok.